Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer's blood glucose was 1.3 mmol/l, but by the time the paramedics got her to the emergency room, her blood glucose was up to 7.0 mmol/l. It was stated that she had lost consciousness due to the low blood glucose. Troubleshooting revealed no delivery anomalies or alarms of concern. It was stated that the customer had initially reported battery related issues, like low battery and failed battery test alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.